Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an eval shall be completed and supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the pump was unresponsive.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box showed evidence of unexplained pump reboots occurring immediately following a cs 128 replace battery alarm on (B)(4) 2007. During investigation, no battery compartment cracks observed and there was no evidence of moisture contamination inside the battery compartment. The pump powered on with the returned battery cap with no power loss. The battery cap contact height and width measurements were within specifications. The pump was exercised on a 24 hour basal program with the returned battery cap; no reboot, loss of power or call service alarms were duplicated. The pump case as removed and no evidence of moisture or loose components were found inside the pump. The complaint of a no power issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim discolored display.